Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a video was provided. The quality of the video was very poor, therefore the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of polyflux 140h had an external fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H3: the actual sample was not available however, a video was provided for investigation. The visual inspection of the provided video showed the product during treatment , however, the video quality was poor and the reported problem could not be verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.